Event description:
A physician reported that tip of a cutter was found bent before cataract and vitrectomy combination surgery. The surgery was performed and completed after replacing the product with another one. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report of tip of cutter was found bent. The sample was visually inspected and found to be nonconforming with the probe needle bent. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the file was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probe had a bent needle. How and when the probe needle became bent cannot be determined from this evaluation, however, a manufacturing related rot cause cannot be ruled out. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time; however, a non-conformance record was opened for bent needle. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).